Manufacturer narrative:
Method, results, and conclusions: the product wasn't returned to 3m espe and the lot number is unknown. Therefore, no further analysis on the product or retain sample could be done. Until the date of this report, it is not clear what caused the symptoms. In addition to the 3m espe product, other materials from competitors, including a local anesthetic, were used. The dentist himself is sceptical that filtek supreme xte universal is the cause for the symptoms because the material was used several times on the patient without any complications. However, the dentist does not exclude the possibility that the incident was caused by the 3m espe product completely. The patient has not decided yet if she wants to have allergy testing done.

Event description:
On (B)(6) 2013, 3m espe was informed about an adverse effect that occurred after the use of 3m espe filtek supreme xte universal restorative. After the patient left the doctor's office she suffered from swollen eyes, breathing problems and sickness. The patient sought medical aid in a hospital and had to stay hospitalized over night. The next day the symptoms vanished completely and the patient has been fine since then. No further follow-up information is currently available.